Event description:
It was reported that the micro oscillating saw heated up during a procedure. Upon eval at the MFR, it displayed a bias current error when connected to the console. There was no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection, it was observed that the sockets were corroded. Upon disassembly of the handpiece, it was observed that the bearings were worn and the blade mount assembly was damaged. The presence of damaged and corroded sockets is likely to cause or contribute to the handpiece displaying a bias current error on the console. The presence of worn bearings and a worn blade mount assembly could cause or contribute to the device overheating.